Manufacturer narrative:
Philips service replaced the clarityiq ii ip pc without hdd, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system crashed during procedure; ippc failure on a allura xper fd20. The clinical use of the system was unknown. There was no reported patient or user harm.